Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "pain in his right shoulder" and a "muscle spasm" following a fall. It was further reported that the patient "stumbled and fell and stuck his right arm up to catch himself on the wall and banged or jammed his arm." It was noted that the fall resulted in a trip to the emergency room. It was also reported that the patient had been hospitalized from (B)(6) 2013 to (B)(6) 2014 due to having had "so much pain." It was reported that following his emergency room visit, the patient could not charge his device past 50%. It was stated that the patient "never really got coupling/efficiency bars when charging before." It was further stated that the patient "could get 2-3 boxes but didn't have 5 or more." The day following the initial report, it was reported that the patient had experienced a "loss of therapy" and "no stimulation" for the previous three days. It was also noted that the patient was unable to get "out of his chair." Additional information stated that the patient's mobility was "much improved" and that it had returned to the levels that existed before the patient's fall. It was noted that the aforementioned fall resulted in pain in the patient's "lower cervical region" and that it was "not close to the lead extension connection of the battery." It was stated that the patient had been "hospitalized and placed on baclofen for the spasm in his cervical area" and that he was "unable to get out of bed" upon returning home. It was further stated that when the patient was taken "off the baclofen, he was able to resume to normal activity." Impedance testing revealed that the impedance levels were "all less than 1000 ohms. The patient's physician noted that the system was "functioning appropriately." The patient was redirected to his health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available. Please see MFR report # 3004209178-2013-03868 for information on the patient's other device.

Event description:
Additional information received reported that the patient was having "trouble recharging". It was noted that the patient had met with a different doctor and that doctor was able to charge the patient's device to 50%. On the day of the report the patient was going to meet with a health care provider (hcp) and a company representative. While with the hcp, it was noted that the stimulation was off. It was not known how the stimulation was turned off. It was noted that the patient had "memory issues". Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v014336, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot # v014336, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # j0546401v, implanted: (B)(6) 2005, product type lead. (B)(4).